Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy procedure. It was reported that when registration was performed, the traces were inaccurate on the software's 3d model. After the patient tracker was replaced, registration was completed with no further issues. There was no impact on the patient's outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in japan, see section e. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.